Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. It is likely the wrong part was returned with this complaint. Upon visual inspection, there was no damaged or torn cables. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was partially sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during central processing, the cable was torn. There was no report of patient involvement.